Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient never received effective therapy. As a result, patient underwent surgical intervention wherein the octrode lead was explanted and replaced with a paddle lead to address the issue. Effective therapy was restored postoperatively.